Event description:
It was reported that after the spaceoar placement procedure, the patient called to report having chills, fever, pain on urination, and rectal pressure and pain. The physician prescribed antibiotics for two days; however, there was no improvement in the symptoms. A computed tomography (CT) was performed, it showed a fluid collection, which was not present at the simulation one week post procedure, the patient was sent to the emergency room (ER) and discharged the same day. The patient's urinary analysis was clear. Subsequent magnetic resonance imaging (MRI) identified a large abscess with hydrogel present in the anterior portion of the cavity and a small tract extending to the perineal skin. The issue was reported as ongoing.

Manufacturer narrative:
Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e1308 captures the reportable event of dysuria. Imdrf patient code e2304 captures the reportable event of chills. Imdrf patient code e230101 captures the reportable event of fever.